Event description:
Update rec'd 4/28/15 - sales rep reported revision surgery. Patient was revised to address pain. The stem and sleeve are now being added for elevated metal ion levels.

Event description:
Litigation papers allege the patient suffered increasing pain, particularly in the groin and has difficulty with ambulation. The patient also suffers the effects of elevated levels of cobalt and chromium in his blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed.